Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient needed to manually evacuate their bowel and regularly did not have urgency, but had leakage in the form of blood from hemorrhoids and mucus. Additionally, the patient indicated that every time they moved they had bladder leaks and that the fecal matter that gets stuck causes the bladder leak, that it was the pressure from the fecal matter that causes it. The caller indicated that the patient has had mucus, blood, and gas since the evaluation started and only had one bowel movement, but it was "hard" and that the patient has had "hard pellets" twice. The patient felt that they were not emptying their bladder because it was a very weak stream and they had to sit on the toilet for a while. Furthermore, the patient indicated that the strap holding the ens was annoying and irritating because it had ridden up under the patient's breasts. The patient was advised that the strap could be moved down to be more comfortable just to be careful of the wires and to possibly have someone assist them. The patient indicated that they get hot and itchy because of the strap. A second call from the consumer indicated the patient tried increasing stimulation, but encountered an error message. When the patient tried to increase stimulation later the patient was able to do so without encountering any error message and as a result the patient did not think that the message was a malfunction, but that they were just being "too impatient with it." In a third call the patient reported having bloody mucus leakage instead of actual bowel movements. A fourth call determined that the patient was experiencing on and off constipation as well as their bowel movements being hard in consistency. As a result of the patient's symptoms the patient was assisted with adjusting stimulation and in a follow-up call the patient indicated that they were still experiencing hard bowels. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.